Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged. The receiver case was opened for internal inspection failed. A functional test was performed and failed it spontaneously shut down. The log was downloaded and passed. The complaint was confirmed because a defective battery assembly prevented the receiver from powering on reliably. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.